Manufacturer narrative:
During on site troubleshooting, the nozzle unit of the air gas module was replaced to correct the reported issue. The replaced part and device logs were returned for investigation. The logs show that on (B)(6) 2017, the monitor pressure transducer test had failed intermittently due to high measured 60 cmh2o pressures. This indicates a sticky membrane in the nozzle unit of the air gas module. The failure was not reproduced during test of the returned nozzle unit in a reference ventilator. During test in the manufacturing test system, spikes could be noticed on the flow curves. This is also an indication of a sticky membrane in the nozzle unit. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The returned nozzle unit was inspected and it turned out that when applying a mechanical force on the feather spring, it was sticking to the membrane. The nozzle unit should be changed during the preventive maintenance (pm) which shall be done at least once a year or after 5000 hours of operation. According to information in the logs, the age of nozzle unit on the date of the reported event was 3 months thus it was not due for pm, thus the root cause of the stickiness is considered to be early wear of the membrane.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).